Event description:
The reporter stated that the surgeon was inserting a single piece collamer lens model cc4204bf and the haptic tore. The surgeon removed the lens without any pt injury or incision enlargement.

Manufacturer narrative:
Results: a visual inspection of the returned product shows one plate haptic is torn off and is missing. There is a tear in the other haptic. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.